Event description:
The customer stated that she was hospitalized for high blood glucose. No blood glucose reading was reported. The customer stated that she had been experiencing high blood glucose levels all day. The customer also stated that she had a steroid injection last week. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump was also passed the prime and high pressure tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.